Manufacturer narrative:
Additional information: the device was inspected prior to use with no issues noted. Product analysis: the device returned for evaluation. The balloon folds of the balloon bond proximal to the stent appeared to be slightly disturbed but not inflated. The stent was positioned between the marker bands as per specification. The distal end of the stent was raised but was within specification. Slight deformation was evident to the distal tip. A guidewire was backloaded through the tip of the device, and advanced proximally through the guidewire entry port with no resistance noted. No other damage was observed on the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute onyx coronary drug eluting stent, the stent balloon on the distal part appeared to be partially inflated. An attempt was made to load the device onto a guidewire. The device was inspected and this issue was noted prior to use. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. There was no noticeable gap between the retractable sheath and the tip when device was removed from the packaging. No force was applied to the device during prep. The device enter the patient's vasculature.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.